Manufacturer narrative:
Additional information was received. Updates were made to: b5, d11, g4, h2.

Event description:
Additional clarifying information received notes that the type of case performed was for a stent coil procedure. The headway microcatheter was placed within the aneurysm, and the stent was placed using another headway microcatheter. After completing the coiling, the doctor tried to remove the microcatheter, but it caught the stent cell and the microcatheter distal tip was torn off. The procedure was finished with the distal tip of the microcatheter remaining in the patient body. There is no plan to address piece remaining in the patient and we will watch the progress of the patient. The device is currently pending receipt.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the stent coil procedure, there was resistance while trying to remove the microcatheter. Upon removal, it was found that the distal tip of the microcatheter was cut off and remained in the patient's body. There was no reported patient injury and the patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned headway microcatheter found the distal end stretched and broken, which is consistent with the condition described in the reported event. The distal tip was not returned. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces that exceeded its yield and tensile strengths.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.